Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7154402 / 7154604 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to an issue with the implantable pulse generator (ipg) site healing. The physician opted to take it out for infection risk. The patient was doing well postoperatively, and the explanted products were discarded per hospital policy. No further information has been obtained despite good faith efforts.